Event description:
The patient reported blood glucose results of 500 mg/dl and 600 mg/dl with the lifescan meter, performed within 10 minutes of each other. The patient did not take any actions following the use of the meter. They described starting to feel sweaty and having headaches. They visited a clinic and were told that they had a respiratory infection. Their physician advised them that the elevated blood glucose results were due to the infection. A result of 350 mg/dl was either obtained on the clinic's meter or the physician's meter. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. The customer care representative was unable to walk the patient through quality control testing, as the patient did not have control solution. The control solution was replaced.